Event description:
Consumer complaint of high blood results. Expected blood glucose test result range is 90 to 100 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Verified storage of product is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is not verified. Recall tests results performed from meter memory: adverse event not reported.

Manufacturer narrative:
Internal report #(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.